Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the handle was cracked during an initial tha. It was noted there was no injury or harm to the patient. A second impactor was used to finish.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was be confirmed with returned device. A universal handle shaft was returned for evaluation. As returned, the main tube that shows the etch detail is missing. The blue handle sleeve exhibits a fracture the runs through the dowel pin hole and circumferential to the axis of the main shaft. Wear and tear is seen on the strike plate that indicates repeated use. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.